Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01154. It was reported pericardial effusion with tamponade and subsequent death occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was introduced and then a pigtail catheter was advanced through the was. The non bsc pigtail was advanced to the distal area of the laa. After this, pericardial effusion with tamponade was confirmed by radiography. In an attempt to slow the bleeding, the physician opted to remove the pigtail from the was and advance a 27mm watchman ® laa closure device & delivery system (wds). The closure device was deployed and released in the laa. Then the physician performed pericardiocentesis and 1100ml of blood was infused back into the patient via the femoral vein. After two hours of ¿rescue¿ the effusion did not decrease, therefore the patient was sent to surgery for rescue. The patient passed away at 2:28a.m. On (B)(6) 2018.